Event description:
In 2003, the pt was seen at the center for programming. The pt was unable to hear sound while using the sound processor. Another appointment was scheduled by the center. Three days later, the pt reportedly experienced sound precept problems. External equipment was exchanged by the pt's family member. However, the problem was not resolved. One day later, the pt was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.